Event description:
Customer reported a malfunction alarm with their insulin pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the faulty pump, with the customer reverting to multiple daily injections (mdi) as backup therapy. The customer was instructed on how to properly store the pump and ensure its return within ten days using a prepaid label.